Event description:
Patient's mother called to inform us that her daughter was hospitalized (note: the length of stay is unknown) with blood glucose of 600 mg/dl with ketones and vomiting because the device was not working. She also stated, however, that the patient was not using the device for 5 days. Her daughter had been visiting her father at the time of the event and the caller stated that he didn't have the proper training to help with his daughter's diabetes management. The mother reported that her daughter is home now, but she believes that "the insulin provided was not good."

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the patient's hyperglycemia. The report is unclear as the whether the patient was using the device at the time of the event and if not, what alternate treatment was being used. No product lot number was provided so no qualification record review was conducted. The omnipod user's guide warns that "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetes ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery. Available on the omnipod website is a caregiver's guide, a "handy guide (which) covers all the basics - from checking bg to changing the pod. Give it to the school nurse, a babysitter, a grandparent, or any adult in charge of a child using the omnipod system."